Event description:
The pump rotor stalled after 7 months of use (detection method not reported). The pump was explanted. The pump was used to deliver morphine, bupivacaine, and clonidine. No patient symptoms were reported. There was no patient injury or death. The patient outcome was reported as 'ok?'.

Manufacturer narrative:
12/04/2008 the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.